Event description:
This device was explanted due to it could not be interrogated after a cardioversion. No adverse patient events were reported. Should additional information become available, this file will be updated. Ci was opened due to warranty claims regarding the service time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.